Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument arm was not moving correctly and was replaced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the issue was with the instrument and occurred when using the arm while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was related to an inability to move the instrument. The movements of the surgeon did not scale appropriately to the instrument. The instrument wouldn¿t rotate or open and site was unsure of direction/movement. The timing of instrument movement was appropriate and there were no external collisions. The issue was persistant and the arm was replaced. The drape is not available to return to isi for evaluation. There were no patient injury. The device was inspected prior to use and there were no damage. Photographic images of the device(s) or a video recording of the procedure are unable to be released for isi review.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The instrument was found to have one grip cable broken at the proximal* end in the housing. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did no exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable.